Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10 - medical devices: regen/rnglc+ ltd 58mm sz 24; item#: pt-116058; lot#: unknown. Echo por fmrl nc 14x150mm; item#: 192014; lot#: unknown. Epoly 36mm ringlc lnr hw sz24; item#: ep-105914; lot# unknown. No product was returned; visual and dimensional evaluations could not be performed. Lot identification are necessary for review of device history records, lot number was not provided. Devices are used for treatment. Medical records were provided and reviewed by a health care professional. A review of the available records identified post-op x-ray showing satisfactory position and alignment. Tumour, gross corrosion, no other complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent initial right hip arthroplasty. Approximately 8 years later, the patient began having progressively worse right hip pain. The source of the pain could not be confirmed. Subsequently, patient was revised 13 year later due to metallosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.